Manufacturer narrative:
A line interface printed circuit board (pcb) and a universal serial bus (usb) flash drive were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found on the line interface pcb. The usb issue was isolated to the flash drive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
In addition a breath delivery (bd) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a 980 ventilator was powered on it generated an error message and failed the power on self test (post). The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and replaced the breath delivery unit (bdu) central processing unit (cpu) with line interface printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.